Event description:
It was reported "possible internal leak". Additional information received stated "call patched [in regards for assistance] with multiple persistent helium loss alarms. He said that the patient just arrived to the ICU from the cath lab. The pump has been alarming for helium loss ever since the patient arrived. He asked if I could facetime with him. I was able to connect with him on facetime. The pump was already restarted from the last alarm. The bpw was relatively normal looking except that the baseline was gradually dropping lower and lower below 0. There did not appear to be any blood in the gas tubing. I had him check all the connections, and they all seemed to be tight. I had him reconnect all the connections, making sure that they were snugly connected. This did not resolve the issue. I had them exchange the pump for another at this point. The second pump did not have any issues. The bpw looked very normal, and the pump was supporting the patient well. I recommended that they send the original pump to bio-med with a detailed message about the problem." Original pump was in use for 30 minutes prior to the event. Therapy was interrupted for two minutes. No patient injury, consequence, or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly (p/n: 96-3006-001, s/n: 14626). The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed and no abnormality was noted. Each valve of the pcs assembly was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. Pumping was initiated. The leak test was performed and passed both source side and patient side. The pump was then left to run for approximately 1 hour and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible internal leak" is not confirmed. The returned pcs assembly passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "possible internal leak". Additional information received stated "call patched [in regards for assistance] with multiple persistent helium loss alarms. He said that the patient just arrived to the ICU from the cath lab. The pump has been alarming for helium loss ever since the patient arrived. He asked if I could facetime with him. I was able to connect with him on facetime. The pump was already restarted from the last alarm. The bpw was relatively normal looking except that the baseline was gradually dropping lower and lower below 0. There did not appear to be any blood in the gas tubing. I had him check all the connections, and they all seemed to be tight. I had him reconnect all the connections, making sure that they were snugly connected. This did not resolve the issue. I had them exchange the pump for another at this point. The second pump did not have any issues. The bpw looked very normal, and the pump was supporting the patient well. I recommended that they send the original pump to bio-med with a detailed message about the problem". Original pump was in use for 30 minutes prior to the event. Therapy was interrupted for two minutes. No patient injury, consequence, or harm reported. Patient condition reported as fine.